Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operation, the patient experienced complications by pneumothorax, which was confirmed by x-ray. The pleural cavity was drained. It was undetermined which lead caused the issue. All the leads are still in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.